Event description:
It was reported by service report that in zoom mode, the wheels lock up. The head left and foot left casters are locking up when in drive or neutral. No pt involvement or adverse consequences are reported.